Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump was exposed to fluid. Customer's blood glucose was unknown mg/dl. The customer stated that the device is full submersion. The fluid exposure occured was ran through washing machine. The customer stated that the insulin pump display went blank immediately after exposure to moisture. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No moisture damage was found inside of the insulin pump. No blank display was noted. The insulin pump was monitored and no constant tone was noted during the battery insertion. The operating currents could not be performed due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.